Manufacturer narrative:
This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic (B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported that the insulin pump lost power without first returning a low battery alert. Customer reported that the insulin pump's battery life was only two to three days long. Customer also reported being recently hospitalized but did not provide further details of the hospitalization. Blood glucose level was not provided. No further information was provided.